Event description:
It was reported that the right ventricular (rv) lead had a drop in the r-wave sensing value, an increase in threshold, and no capture. Physician suspected micro dislodgement of the lead. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).